Event description:
The patient was admitted for a procedure with a totally occluded lesion in the superficial femoral artery. The lesion was crossed with a guidewire and a smart control was advanced in the patient. However, the stent delivery system was unable to cross the calcified lesion. Several attempts were made but the shaft became "slacked" and the distal tip also became frayed. Another product was used to complete the procedure successfully. There was no patient injury reported.

Manufacturer narrative:
A treasure guidewire was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The patient was admitted for a procedure with a totally occluded lesion in the superficial femoral artery. The lesion was crossed with a guidewire and a smart control was advanced. However, the stent delivery system was unable to cross the calcified lesion. Several attempts were made but the shaft became slacked and lost its stiffness. The distal tip also became frayed. There was no patient injury reported. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15177390 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.